Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: 2004. Revision to instability.

Manufacturer narrative:
The engineering evaluation noted that the revision reported was likely the result of increased soft-tissue laxity (looseness), inadequate flexion of the implants, or improper positioning or alignment of the prostheses, which led to ligament instability.

Event description:
Index surgery: 2004. Revision to instability.